Event description:
It was reported that an oil-like substance leaked out of the handpiece during the set up process. This event did not occur during a surgical procedure. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but the reported condition of the device leaking could not be confirmed. According to the investigation results, there was no evidence of an oil leak, but debris build up was found inside the handpiece. The front housing and motor, along with other components were replaced.